Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) and right ventricular (rv) lead. Additionally, automatic mode switch (ams) was detected on the ra lead. The suspected cause of the event is due to lead damage, although not confirmed. The noise was reproduced with the patients arm movement. The patient is stable.